Event description:
It was reported that the ventilation on the device was poor, so the tube was replaced. After two weeks had passed since intubation, when air was pumped into the cuff and water was added, air was found to be leaking from the seal at the top of the cuff. The event occurred during patient use but there was no reported patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn (B)(4). Please reference file mrn (B)(4) for all details pertinent to this event.

Manufacturer narrative:
H6: codes: updated. At the time of this report no product or photos were received at the investigation site therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is received the manufacturer will re-open the complaint for further device analysis.